Event description:
The pump was returned for large prime volume. During evaluation the force sensor was found to be out of calibration. This report is made based on results of investigation completed on (B)(6) 2011.

Manufacturer narrative:
Correction number: 2531779-03/24/2010-003-r. (B)(6). Device evaluation: the pump has been returned and evaluated by product analysis on 07/22/2011 with the following findings: during evaluation, the pump could not detect the cartridge. The force sensor was found to be out of calibration. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.